Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after open colon resection procedure, leak on the anastomosis was discovered. Patient was re-operated, was given a colostomy and extended the stay in the hospital. Unanticipated tissue loss and tissue damage was also reported. Surgical time was also extended 30 minutes or more.